Event description:
The advocate stated the customer received 2 "hi" readings when testing with her contour meter. The advocate performed control tests while troubleshooting and received a result of 232 mg/dl. A normal control range was not provided, but should be around 109-150 mg/dl. No adverse events were alleged. The customer had to leave for an appointment, so she ended the call. No product will be returned at this time.